Event description:
It was reported that one month post implantation of a xience v stent in the mid left anterior descending coronary artery, the patient experienced serious chest pain and was hospitalized. Electrocardiograms and labs were within normal limits. Medication was administered. No additional testing was done and it was thought the pain may have been from spasms. On (B)(6) 2013, the event resolved and the patient was discharged. There was no additional information provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction. The reported stenosis is listed in the instructions for use, as a known adverse event associated with coronary stenting. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned. Spasm and angina are listed in the xience v instructions for use (IFU), as known adverse events associated with coronary stenting. Although a conclusive cause could not be determined, this incident contained patient effects with no allegation of a device issue and, as such, is not on its own an indication of a product deficiency.

Event description:
Subsequent to the initial medwatch report, the following information was received: on (B)(6) 2014, the patient reported shortness of breath and dizziness. On (B)(6) 2015, the patient was treated with medication. On (B)(6) 2015, the patient was hospitalized. During coronary angioplasty, it was noted that the implanted xience v stent was patent; however, the new lesion was distal and within 5mm of the xience v stent. A new stent was implanted, overlapping the xience v stent and resolving the event. There was no additional information provided.